Event description:
It was reported that oversensing of noise was noted on the right ventricular (rv) lead and delivered inappropriate shocks. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition with no adverse health consequences.